Event description:
It was reported that the patient presented to the emergency room after two syncopal episodes and a low heart rate. The device was not capturing the ventricle and the right ventricular lead had high thresholds. The device was explanted and replaced and the lead was inactivated and new lead was implanted. No further patient complications have been reported as a result of this event. It was additionally reported that the patient injured the right shoulder during the second syncopal episode. It was also clarified that the lead was capped.

Event description:
It was reported that the patient presented to the emergency room after two syncopal episodes and a low heart rate. The device was not capturing the ventricle and the right ventricular lead had high thresholds. The device was explanted and replaced and the lead was inactivated and new lead was implanted. No further patient complications have been reported as a result of this event. It was additionally reported that the patient injured the right shoulder during the second syncopal episode. It was also clarified that the lead was capped. It was later noted that the right ventricular lead did not have high thresholds; the threshold measurements were stable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after two syncopal episodes and a low heart rate. The device was not capturing the ventricle and the right ventricular lead had high thresholds. The device was explanted and replaced and the lead was inactivated and new lead was implanted. No further patient complications have been reported as a result of this event.